Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/21/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit had a power failure after warm-up, and a failed internal oxygen regulator. The customer also requested a preventative maintenance kit.

Manufacturer narrative:
Date received by MFR: 15jul2019, date of report: 07aug2019. Repair information was confirmed. The customer reported that replacing the blower motor controller resolved the issue.